Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 109 days. The explanted pump was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent a heart transplantation on (B)(6) low flow alarms interfering with the patient¿s quality of life. The patient had a small left ventricle, that thought to be contributed to the pump low flow readings. The cardiac output measured by swan hemodynamic monitoring was normal. No further information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of low flow alarms, a specific cause for the low flow event could not be conclusively determined through this evaluation. No device related issues were identified through the evaluation of the left ventricular assist system (lvas). The pump was returned assembled with the pump cable severed approximately 13 inches from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. Tissue ingrowth was observed on one side of the proximal opening of the inflow cannula. In addition, a normal, thin layer of tissue was surrounding the proximal opening. This tissue was strongly adhered to the textured surface in the interior of the inflow cannula. The tissue appeared to minimally obstruct the flow of blood, suggesting that it was unlikely to have contributed to the reported low flow events. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.